Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The break was further described as the patient did not wear a mask during therapy. The event was manifested by left side abdominal pain. The patient was not hospitalized. Three days after the event onset, the patient started weekly antibiotic treatment for two weeks with vancomycin (intraperitoneally, 1 gm). At the time of this report, the patient had recovered from the event. It was not reported if the patient was retrained on aseptic technique. Action taken with dianeal therapy was not reported. No additional information is available.